Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) stopped working as it would not inflate after several attempts. The patient was advised to make an appointment with his doctor to assess the issue. There were no patient complications reported.

Manufacturer narrative:
B3 date of event is approximate.

Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) stopped working as it would not inflate after several attempts. The patient was advised to make an appointment with his doctor to assess the issue. During assessment, it was found that the pump remained collapsed when attempting to inflate the device. A surgical procedure was performed during which the tubing to the right cylinder of the existing ipp was found to damaged. The ipp was explanted and replaced with a non-bsc device. No patient complications were reported.